Manufacturer narrative:
The actual device was returned and evaluated. (B)(4) evaluated the device and the reporter's complaint that the unit will not hold burr was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a motor device "would not hold the cutter device". It was unknown to the reporter if the malfunction was discovered during pre-surgery check or during surgery. The type of surgery was either a knee or hip surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.